Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were reproduced and confirmed through evaluation. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump had door not fully latched alarms when the tubing was in the pump. It was also reported there was no patient involvement.